Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the emergency room (ER). While being transported, the patient heart rate was in the 20 bpm range. Upon arrival, external pacing patches were applied and pacing was initiated by the electrophysiologist. The next morning the device was checked by the physician and loss of capture was identified. The pacing impedance from the competitor right ventricular (rv) defibrillation lead had increased from 800 ohms to 1100 ohms over the past year. The previous rv pacing thresholds had been 2.5 volts at 1.5 ms. The measured r-waves were not known and the rv shock impedances were normal. The patient was not pacemaker dependent and the device was reprogrammed to ddi (40 ppm). A chest x-ray was performed, however, due to poor image quality, an rv lead dislodgement could not be confirmed. Shortly thereafter, boston scientific received information that this patient passed away. The root cause of death was not known. The tachycardia and bradycardia modes were programmed off. The local representative was contacted with a request for additional information. According to the local representative, capture was intermittent at maximum output. The local representative was unaware if an autopsy was performed and suspects that the device will not be returned. The device had been deactivated post-mortem. There were no allegations or complaints against the device's operation or functionality.